Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had blisters under the front therapy electrode (te) and rear tes. The blisters were described as being itchy and about the size of a quarter. The patient consulted his physician who recommended using a cream. Follow-up indicated that the patient had used a cream and that the irritation was much better.